Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history was not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, it would not be unreasonable to expect some wear after approx 17 years of implantation. The need for corrective action is not indicated.

Event description:
The pt was revised because of poly wear.